Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was under delivering the medication. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The sample was received inside a plastic bag without its original packaging. The complainant returned unit was visually inspected at a distance of 12 to 16.inches. No damages or other defects were detected on the sample. It was observed that the blue clip was not present. The sample was set for accuracy testing to look for unusual function. Delivery accuracy rate was out of specification; sample failed and complaint was confirmed. The sample was tested to measure the height of the pump tube arch and it was determined that it was under specification. The root cause investigation identified flow stop feature differences between arm occlusion molded parts as the major cause factor. In particular, stack up of dimensional differences between the pressure plate and flow stop arm provided of extra compression of the tube. When combined with worst-case tube positioning that contributes compression, this causes non-delivery or under delivery failures of the pumps. A corrective and preventative action has been opened to address the reported issue.

Manufacturer narrative:
The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint.